Event description:
It was reported by the patient that the implantable cardiac monitor (icm) has migrated. The device is still in use. No patient complications have been reported as a result of this event.